Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 12 mg/dl while wearing the pod between 36 and 48 hours. The patient was in the hospital working when they had lost consciousness. The patients pod was removed. The patient was treated with glucose. The patient was released from the emergency room after a few hours. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.